Event description:
Boston scientific received information that during a replacement procedure the physician had great difficulty with the setscrews. The physician unscrewed the ventricular portion of the lead with great difficulty but there was no pacing/sensing when using the analyzer. He was unable to remove the atrial portion of the lead and opted to cut the lead. This device was explanted and a new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and is not in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that all setscrews moved freely and operated normally, except the ventricular ring setscrew, which had a broken-off torque wrench in the slot. The setscrew capture washer on the v-ring was outwardly bent and distended. This issue is often the result of the setscrew being backed out too far. An is-1 lead was inserted into both ports, and no issues were observed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.